Event description:
It has been reported that there was a broken weld on this bed causing the backrest to not stay in an upright position. No injury to pt or caregiver was reported.

Manufacturer narrative:
Weld.